Event description:
It was reported that one day post-implant, the right atrial (ra) lead was noted with far field r-wave (ffrw). Adjusting the post-ventricular atrial blanking period (pvab) resolved the issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m62 lead, implanted: (B)(6) 2014. A 1258t st. Jude lead, implanted: (B)(6) 2014. (B)(4).